Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had the scs system implantable pulse generator replaced. Reportedly, the patient stated she had not used or charged the generator for approximately one and a half years and the battery depleted. Stimulation therapy was restored postoperatively.